Manufacturer narrative:
Device evaluation: probe was returned and cleaned, laser fiber break was confirmed via pilot light leakage at approximately 30mm from the connector end.

Event description:
It was reported that during an ablation procedure, the laser light was shining in the umbilicals after hooking it up to test the light. The user replaced the probe. There were no patient complications reported in relation to this event.